Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented to the emergency room due to stroke-like symptoms. At the time of the report, the relationship between the symptoms and the patient's vns was unknown. It was also noted that the patient's device was disabled at the beginning of the year, but per livanova's programming database the patient's device was re-enabled in late may. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received from the physician that the patient;s device was not disabled, but has been at eos for some time and the office has had difficulties getting the patient in for a battery replacement this year. Per the physician, the patients stroke-like symptoms were confirmed to be not related to the device, and the patient was hospitalized due to a seizure. The patients implant card was later received reporting that the generator was replaced due to battery depletion. No other relevant information has been received to date.